Event description:
It was reported that when using the bd pyxis¿ anesthesia station es nebanes-6 drawer hardware failed and required maintenance. The customer tried to recover but the issue persisted. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a field service engineer (fse) tested drawer 2.1 using the hardware test application (hta) and also validated functionality with a pharmacy technician in the medication application. No issues were identified during testing. The system functioned as intended after the field service engineer assessed the device.